Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg became non-responsive and unable to provide therapy following an unrelated cardiac procedure. It is unknown if electrocautery was used during the surgical event. In turn, a manufacturer representative met with the patient and was able to recover the system, restoring therapy.